Event description:
During surgery while taking a graft, using the dermatome, the calibration slipped and the knob was moving after being set for depth causing a "graft too thick." An alternate dermatome was used alternate to finish graft. A second graft site was not required. There was no reported injury to the pt. Surgery was delayed by 1 hour due to this alleged malfunction.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.